Manufacturer narrative:
No patient information provided as no patient was involved in this concern.no parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported a site vertek arm that no locker locks properly, the handle spins in place. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The site chose to have the device repaired by a 3rd party company (against medtronic policy) and will not return the device for evaluation as it is currently back in use. The medtronic rep at the site was informed that this was inappropriate repair of a medtronic device.